Event description:
It was reported that following a sparc sling implantation the patient presented with an infection, a suprapubic abscess developed over the left mesh arm. The patient experienced "pain and erythema over left suprapubic area, fever." The vaginal mesh was removed and "left arm of mesh removed in its entirety with washout and debridement." The patient outcome post surgery was reported as "good." No additional patient complications have been reported in relation to this event.